Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has 2 leads (from the same lot) implanted as part of her sys system. It was reported the pt experienced increased stimulation. X-rays were taken and showed one of the leads has migrated. The sjm rep met with the pt and diagnostics indicated invalid impedances. The sjm rep reprogrammed the pt. Pt is going to use the new programs to determine if they resolved the increased stimulation.